Event description:
It was reported that at the moment of the implantation, the anchors got broken. All the particles (broken pieces) were removed with a grasper clamp and shaver. There no patient injuries or delay reported. It is unknown if there was a back-up device available to complete the surgery.

Manufacturer narrative:
One 5.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor is broken at the suture eyelet. Dimensional assessment of the anchor confirmed it meets print specifications. Clinical details regarding site preparation were not supplied. The condition of the device indicates the anchor was subjected to excessive force during insertion. Per the device IFU ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿.